Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2009, the patient was implanted with an scs system. On 04/13/2010, it was reported that the patient had an open would around the ipg site. The doctor explanted the device in case the site was infected. A culture was taken and came back negative. The sales representative stated that the doctor believes the patient's condition is due to the recharging of the ipg and not the device itself. The patient was re-implanted with a non rechargable ipg.